Event description:
It was reported that on the 8wt bmt unit, the bi-fuse spin collar separated from the male luer and will not disconnect from the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics have been provided, however; it was confirmed that there was no known patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the male luer will not "disconnect" from the needleless connector was confirmed by visual inspection. The set was visually inspected for cracks, misassemblies or damages to the components. No tool marks were observed. In addition, if the male luer was overtightened (facilitated by undried liquid acting as a lubricant) of the mating luers during connection. Upon connection, then it would have been difficult to disconnect the male luer from the mating component. The root cause for the needless connector¿s inability to disconnect from the male luer could not be determined. The customer¿s report that the bi-fuse spin collar "separated" from the male luer was confirmed by visual inspection. The set design allows the spin collar to "separate" from the male luer and move back over the tubing. No further testing was performed as the customer's report was confirmed. A root cause was not identified, as this is not a defect of the set.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that on the 8wt bmt unit, the bi-fuse spin collar separated from the male luer and will not disconnect from the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.